Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) and one unknown screw were returned for investigation. Visual evaluation of the as returned implant identified signs of use. Bone debris on external threads. The implant collar was fractured. A fractured screw was identified inside the implant. Functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per were unknown bone density. The reported device had been placed on tooth #19 for approximately 9 years. Placed on a previously allografted site. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (62680513) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62680513) for similar events and no other complaint was identified. DHR, sterilization, and complaint history review could not be performed (screw), as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes." H6: entered evaluation codes.

Event description:
Additional information: it was also reported that customer was aware of the fractured screw, but it was irrelevant due to the platform being fractured. The restoration was not present. When he presented to us. The broken screw was within the internal threads of the implant. I do not have the item number or lot number of the screw. It is not relevant to the broken platform issue.

Event description:
It was reported platform of implant broke, tooth 19. Additional appointment required to remove implant bone. Procedure was not completed using another implant or another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k013227.